Event description:
Additional information was received reporting that the lesion characteristics provided are, "a 3 mm × 4.5 mm aneurysm of the left in ternal carotid artery ophthalmic artery segment." The vessel tortuosity was severe. The device was prepared as indicated in the IFU. The procedure was completed by placing a pipeline stent. The causes or contributing factors for the event was reported as due to vascular tortuosity. The pipeline failed to open in the middle and proximal segment. The pipeline had been placed in a "bend and proximal horizontal section" when it failed to open. The additional steps or other devices attempted to open the pipeline was, "repeated push-and-pull maneuvers were used, and an intermediate support catheter was advanced to enhance support."

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline flex flow diverter stent failed to deploy intracranially and remained unable to expand after removal from the body. There were no patient symptoms or complications associated with this event.